Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: c-34 - high frequency (hf) voltage too low in on state. The probable root cause of the reported event cannot be determined as the erbe generator is an OEM product and cannot be drilled down further.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called a technical support engineer (tse) and reported continuous c-34 messages on the integrated electrosurgical unit (iesu) when using monopolar. Site stated that they swapped all instruments and issue persisted. Tse had customer power cycle the iesu and hard cycle the iesu, but faults were consistent. Site is swapping out vision side carts (vsc's) as they did not have an energy activation cable or electrosurgical unit (esu). The procedure was converted to another da vinci system and completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested on the in-house system. C-34 error occurred at power up. There were no physical issues found during visual inspection.